Manufacturer narrative:
Based on the information received, no conclusions can be made. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. This emdr represents the bard/davol mesh ¿ composix kugel (device #4). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #1). Additional emdr' s were submitted to represent mesh ¿ composix kugel (device #2) and mesh ¿ composix kugel (device #3). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of two composix kugel meshes (device #1 & #2). Per operative notes, ¿the patient had multiple defects in the midline and incarcerated omentum into the upper midline. This was dissected out. The two medium composix kugel meshes (device #1 & #2) was placed. First mesh (device #1) was placed and tacked to the abdominal wall. The second mesh (device #2) was overlapped with the first mesh and tacked in place.¿ (B)(6) 2007 - patient was diagnosed with abdominal pain thereby underwent diagnostic laparoscopy with lysis of adhesions. Per operative notes, ¿the patient had significant adhesions to the mesh (device #1 & #2) and these were taken down. Patient had obvious small bowel obstruction from loop of intestine stuck between two pieces of mesh. This was dissected free, and the mesh was then tacked back in place using a protac.¿ (B)(6) 2008 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with the implant of composix kugel meshes (device #3 & #4). Per operative notes, ¿the hernia sac was cleared. A composix kugel mesh (device #3) was placed and tacked. An additional patch (device #4) was then placed in abdominal wall in similar fashion to overlap the other patch and tacked.¿ (note, there is no mention/visualization of device #1, #2 in operative notes). (B)(6) 2008 - patient was diagnosed with partial small bowel obstruction, abdominal pain thereby underwent diagnostic laparoscopy with extensive lysis of adhesions. Per operative notes, ¿the patient had small bowel adhesions to the patient¿s previous mesh ventral hernia repair and these were taken down. The patient had several areas which could have been the cause of partial small bowel obstruction. The adhesions were completely taken down.¿ (B)(6) 2011 - patient was diagnosed with acute partial small bowel obstruction, adhesions thereby underwent laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿extensive adhesions throughout the abdominal cavity. Small bowel was firmly adhered beneath a piece of prosthetic mesh from previous hernia repair in the supraumbilical area. The bowel attached to the mesh was taken down from the mesh and the adhesions were taken down. A synthetic mesh was placed where the previous mesh was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with incarcerated symptomatic recurrent incisional hernia thereby underwent open repair with the explant of meshes (device #1 & #2). Per operative notes, ¿dense adhesions within the peritoneal cavity of the colon. Two pieces of mesh that had migrated into the new hernia sac were densely adherent to the viscera and sac. There was a section of small bowel that was adherent to the previous composix kugel meshes. The meshes were removed (device #1 & #2). A small rim of the mesh had to be left on the small bowel, and it could not be separated. A synthetic mesh was placed and sutured. Then, a piece of synthetic mesh was placed and sutured.¿ (B)(6) 2013 - patient was diagnosed with soft tissue infection and infected suture granuloma thereby underwent incision and drainage of anterior abdominal wall with excision of sutured granuloma. Per operative notes, ¿there was no exposed mesh and succus. There was some tracking of the abscess cavity laterally to the right. Excised the portion of indurated tissue and sutures.¿ (B)(6) 2013 - patient was diagnosed with draining abdominal wound thereby underwent partial removal of infected mesh (device #3 & #4). Per operative notes, ¿opened the fascia vertically to expose the entire area of infected mesh (device #3 & #4) which was resected.¿ (B)(6) 2013 - patient was diagnosed with retained infected mesh in anterior abdominal wall thereby underwent removal of infected mesh (device #3 & #4). Per operative notes, ¿the sinus tract was excised and found a large sheet of mesh and removed all of this mesh (device #3 & #4).¿ (B)(6) 2013 - patient was diagnosed with infected retained sutures of anterior abdomen with chronic draining sinus thereby underwent debridement of anterior abdominal sinus and removal of infected suture material. Per operative notes, ¿there was a sinus tract that went into scar tissue through the fascia and entered abdominal cavity. Within this cavity, sutures were removed and could not identify additional mesh.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain and emotional injuries.